Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue.

Event description:
The physician reports performing cataract surgery with attempted implantation of the li61aor intraocular lens using the ez-28 inserter. During insertion, the surgeon observed that the trailing haptic had broken away from the lens and remained in the inserter. Intervention was performed in order to enlarge the incision, remove and replace the lens, and suture the wound. Reference MDR 1119279-2010-00101.